Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced lo readings on 270 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer's wife complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 240-250mg/dl fasting. Verified test strips expire 09/30/2016. Confirmed customer's test strips are being stored properly and opened vial date was unknown. Reviewed meter memory: (B)(6). Memory concerns:customers concern: with lo on (B)(6) 2016 2:04:00 am the customer obtained a result of "lo" on his true result meter with strips lot number pp1616 customer retested with a second contact of strips immediately afterwards lot number pr1812. Customer stated he erroneously took 40 units of humalog insulin instead of the 4 units. His insulin was changed this weekend from 70/30 insulin. Customer had already contained his doctor which has him testing hourly. Customer denies any changes diet or exercise. Customer does not have the date and time properly on the meter. Customer could not recall the date the strips were opened.